Event description:
The pt had a total hip replacement surgery on (B)(6) 2012, using a pinnacle device due to post-traumatic arthritis from a acetabular fracture of the right hip. Around 2004, the pt began complaining of excruciating pain and seeing her doctor on a regular basis due to the amount of pain. On (B)(6) 2011, due to right hip pain with aseptic lymphocyte dominated vasculitis associated lesion reaction and a loose acetabular component, the pt underwent a revision. There was extensive metallic debris with essentially blackening of the entire hip capsule and pseudocapsule noted. A zimmer acetabular extraction explant system was utilized and the acetabular component was noted to be removed easily as it was significantly loose after only a few blows with the extraction device. At this point there was extensive metallic debris noted within the bone itself as well. Reason for use: right hip post traumatic arthritis from fracture.